Manufacturer narrative:
A customer from the (B)(6), alleged a false positive result discrepancy with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g07496 compared with results generated on the nimbus system. The fsr performed a run with negative utm media and positive results were generated on the cobas® instrument indicative of contamination. The discrepancy seen at the customer site was due to contamination that was caused by the customer as confirmed by the customer. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6), alleged false positive result discrepancy with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems compared to results generated on the nimbus system. No information on sample collection or workflow is available. Although requested, it was confirmed by the affiliate no data would be available. The fsr performed a run with negative utm media and positive results were generated on the cobas® instrument indicative of contamination. Based on troubleshooting performed at the customer site by the fsr it was determined that the positive results generated on the cobas® 6800 instrument were due to environmental and workflow contamination.